Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge a battery) was confirmed. As received, the charger/modem was would not charge a test battery pack. Upon evaluation, the q1 transistor was thermally damaged. On the bedside board. The cause of the inability to charge a battery pack is the damaged transistor. The root cause of the damaged component cannot be positively identified. No adverse event resulted from the defective component.

Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.